Manufacturer narrative:
The consumer provided clarification of the reported issue. Small part was revised to tuft. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the tufts of their sonicare toothbrush brush head fell off inside their mouth during use. No injury was reported.

Manufacturer narrative:
Event date is approximate. Brush heads are accessories to the sonicare power toothbrush systems. Complaint received from the (B)(4).

Event description:
A consumer reported that part of their sonicare toothbrush brush head broke off inside their mouth during use. No injury was reported.